Event description:
Caller states the pt 2.2 inr on the coaguchek xs system and 1.7 inr on a comparison lab. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was stent.